Event description:
Resident being transferred from wheelchair to bed via hoyer lift. Resident, who is confused, started getting upset and unexpectedly started waving arms and kicking legs. Consequently, resident fell out of the lift resulting in a fractured femur. A follow-up interview and discussion with individual staff member was completed, procedure on use of hoyer lift reviewed and an in-service for staff will be conducteddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - human factors, telemetry failure, unanticipated adverse reaction - short term. Conclusion: there was no device failure, none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.